Event description:
Related manufacturer reference numbers: 2017865-2022-22266. It was reported that the patient presented in the emergency room due to syncope. The patient was externally defibrillated due to sustained ventricular tachycardia (vt). During external defibrillation, the right ventricular lead exhibited noise over-sensing. Upon interrogation, it was found that the implantable cardioverter defibrillator had delivered shocks but failed to convert vt rhythm. No other intervention was reported. Patient condition was stable and the patient would continue to be monitored.

Event description:
New information received notes that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular lead exhibited noise over-sensing, causing inappropriate therapy. No intervention was performed. Patient condition was unknown.